Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user requested an appointment because she was no longer getting hearing benefit with the device. The user was for a period of time not using the audio processor since she was waiting for a new one. From time to time, she put on another audio processor just to check that the internal device was working. The last time she tried this she perceived she had no benefit.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient has no longer benefit with the device. In situ measurements are indicative of a device malfunction. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
The user requested an appointment because she was no longer getting hearing benefit with the device for the past 2 weeks. The user was for a period of time not using the audio processor since she was waiting for a new one. From time to time, she put on another audio processor just to check that the internal device was working. The last time she tried this she perceived she had no benefit. No further information nor any plan for any intervention has been received as of 12.apr.2023.

Event description:
The user requested an appointment because she was no longer getting hearing benefit with the device for the past 2 weeks. She was not using the audio processor for a period of time since she was waiting for a new one. From time to time, the user put on another audio processor just to check that the internal device was working. The last time she tried this she perceived she had no benefit with the device. According to the device explant report form the conductor link was found to be out of the radical cavity and damaged in front of the floating mass transducer (fmt). Additionally, the fmt was no longer in contact with the round window. The user has been reimplanted with a bone conduction implant.

Manufacturer narrative:
Conclusion: device investigation on the received parts reveals a device malfunction due to excessive mechanical stress, which can explain the reported recipient performance problem, although no impact has been reported. A suspected impact would also explain the uncoupled fmt and the out of the radical cavity position of the conductor link. Other mechanical damages found are attributable to the removal surgery. This is a final report.